Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter allegedly had great resistance while pushed with push rod to deliver. It was further reported that the metal guide wire of the push rod was truncated. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos/images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one electronic photo was provided and reviewed. The photo shows a healthcare professional holding a filter storage tube. The filter appears to be protruding outside from the storage tube, and a pusher wire that appears to be detached from the pusher catheter is also visible. One denali femoral filter kit was received. On visual evaluation, the pusher wire appeared to be detached from the distal end of the pusher catheter and was returned within the filter storage tube, and the filter appeared to be partially protruding from the filter storage tube. On functional testing, the filter storage tube was offloaded from the pusher catheter and the filter was pushed from the storage tube distal tip. The filter deployed with no tangled legs and the detached push wire came out as well. Dimensional analysis was performed. No other functional testing was performed. Therefore, the investigation is confirmed for the reported detachment as the pusher wire appeared to be detached from the pusher catheter. And, based on the photo review, the investigation is confirmed for the failure to advance as the detachment of the pusher wire may have contributed to this. A definitive root cause for the reported detachment and failure to advance could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g2, g3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter allegedly had great resistance while pushed with push rod to deliver. It was further reported that the metal guide wire of the push rod was truncated. The procedure was completed using another device. There was no reported patient injury.